Manufacturer narrative:
Complainant's biomed isolated the reported malfunction to the multi-function cable. The cable was returned to zoll medical technical service for evaluation and the reported malfunction was verified. The reported malfunction was attributed to an open in the cable. The cable was scrapped and the customer received a replacement cable. Trend analysis for failures of this type does not indicate an increase in frequency.

Event description:
Complainant alleged that during functional testing, the device's paddle controls were inoperable. Complainant indicated that there was no pt involvement in the reported malfunction.